Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor encoder position alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 222 mg/dl at the time of the incident. Customer was able to complete pump rewind. The customer stated that the drive support cap was normal. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.